Event description:
Reporter who identified herself as an "advocate" for the pt indicated that the pt wished to have the vns therapy system explanted due to severe shortness of breath with exercise. It was also reported that the pt has not experienced any clinical benefit with the vns therapy and that the pt had experienced an increase in seizure activity over the past year. It was reported that the pt's device was programmed to off. A nurse for the treating neurologist indicated that the pt wanted the device explanted because she is "not satisfied". The nurse indicated that the pt visited her surgeon and that the surgeon reportedly told the pt that he would not explant due to "risk of stroke". Further follow-up with neurologist's office revealed that the pt has reportedly been seizure-free for one month and has decided not to pursue explant. The pt's seizure type has not changed and her overall health condition is reportedly not worsening with the vns therapy. The pt as refused to tape the magnet over the device during excercise to determine if stimulation was a contributing factor to her shortness of breath during exercise. Device diagnostic testing performed approx two months prior to the onset of the pt's initial complaints was within normal limits, indicating proper device function at that time. The elective replacement indicator at that time was no, ruling out generator battery end of life as a possible cause of the pt's complaints. Stimulation has not been discontinued; however, normal mode output current setting was decreased from 1.5ma to 1.0ma approx two months after the onset of the pt's complaints.

Event description:
Reporter indicated that the pt was experiencing an increase in seizures. It is unknown whether the increase is above the pt's pre-vns baseline frequency. The reporter also reported that the pt has been experiencing shortness of breath while exercising. They stated when they stop exercising their breathing goes back to normal. The cause of the increase in seizures is unknown at this time, event is currently under investigation.